Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was confirmed through the functional testing. The unit does not calibrate on the downstream occlusion (dso) sensor, and the dso sensor was defective. The dso sensor was replaced to correct the issue. Performed dso/ upstream occlusion (uso) sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
The customer returned the device stating, "the device showed cassette not latching error, multiple cassettes were attempted however error still remain unchanged.". During device evaluation it was found the downstream occlusion (dso) sensor was defective.